Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin squirted out during the manual prime. The issue was resolved with a reservoir change. The blood glucose reading was 135 mg/dl. Nothing further was reported.